Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic presented remotely through merlin.net transmission, low level and high frequency noise resulting in pacing inhibition was observed. Myopotential oversensing was suspected. Further tests and programming changes were recommended. Patient will be monitored with routine follow-up.